Event description:
The manufacturer received information alleging a trilogy evo ventilator was faulty and failed a circuit calibration test. There was no reported patient involvement. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy evo ventilator was faulty and failed a circuit calibration test. There was no reported patient involvement. During the evaluation of the device at a third party service center, the service technician notes that no errors were found in the device's error log. There is no documentation stated as to the root cause or a component replacement to address the test failure. The device passed all final testing. Additionally, the technician states that the blower assembly and machine flow sensor are contaminated. The internal battery door is damaged, and the muffler assembly, air foam inlet filter, and particulate filter will be replaced for maintenance.